Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set bent cannula with three infusion sets on (B)(6) 2026 as insertion into scarred tissue hardened tissue or stretch marks which leads to high blood glucose levels and got treated with insulin pump.